Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. The middle segment measuring 42.2cm was returned for analysis. External insulation abrasion was noted at 20.9-21.3cm from the distal end of the segment, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 4.4-4.6cm and 5.0-5.4cm from the distal end of the segment. The etfe coating was intact at these locations.